Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foil of a minicap was losing air and looks wrinkled. This was observed during set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed that the lower seal was not complete and there was seal separation in a small portion. The reported condition was verified. The cause was determined to be a manufacturing issue related to the positioning of the silicone buffer used in the sealing process in its cavity. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.